Manufacturer narrative:
Additional information has been requested. However, at this time there is no further information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that the patient's remote monitoring system associated with this implantable cardioverter defibrillator (ICD) displayed a red blinking light indicating the presence of a potential product performance issue. No adverse patient effects were reported. All available evidence indicates this device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
A review of remote monitoring data indicated that the alert was due to a high shock impedance measurement greater than 125 ohms. The rv lead is another manufacturer's lead and there appeared to have been an increase in the shock impedances to approximately 160 ohms in (B)(6) 2015. All available information indicates this lead continues to be monitored.